Event description:
(B)(4). Three months after device initially implanted, I began experiencing left lower quadrant pain. I had several trips to the ER and was put on effexor to deal with pain and depression due to pain. I missed clinical studies for nursing school, work, time with my family and knew something needed to be done. Finally my professor agreed to do an exploratory laparoscopic surgery to look for answers. She found a migrated essure coil embedded in my uterus and endometriosis. She removed the coil and cauterized the tube and also removed endometrial tissue with ablation. Everyone was encouraged that the pain would subside. Unfortunately, it only worsened. More trips to the ER. More time taken off of work. More school missed. And all the time, the ob/gyn was convinced there was nothing wrong because "I removed the coil and endometriosis. There is no longer anything in there to cause pain." I switched doctors and am having a complete hysterectomy and bilateral salpingectomy to remove any more endometriosis and the other essure coil. I currently have a fibroid in my uterus and chronic unpredictable lower left quadrant pain.